Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a ruby coil. During the procedure, while attempting to deploy a ruby coil into the target vessel using a non-penumbra microcatheter, the physician determined that the ruby coil was oversized and pulled it out of the patient to re-sheath it. However, while re-sheathing the ruby coil outside of the patient's body, the ruby coil detached and frayed. Therefore, the procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.